Event description:
Patient reported getting a downstream occlusion alarm on his solis pump. Patient said he followed prompts to make sure the tubing was not kinked, all clamps were open, and nothing was obstructing the flow of the medication. Patient made a new cassette with new tubing and said he received the same alarm about 5 minutes after he started delivery. Patient switched to his backup pump and received an occlusion alarm on that pump as well. Pt confirmed his IV line was placed between 2 and 3 years ago. Advised patient if he is still receiving an occlusion alarm after changing cassettes, tubing, and pumps to report to the hospital to have his central line checked. Patient said he had just spoken to his mom about his pump issues and she would be bringing him to a nearby remodulin hospital in (B)(6). Pump return tracking info not available. No photos provided. This is a continuous infusion. Set flow rate/volume delivered unknown. Position of pump when alarm occurred unknown. Serial # unknown. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual product available for investigation? Yes; did we replace product? No; did the patient have a backup product they were able to switch to? Yes; was the patient able to successfully continue their therapy? No, was heading to hospital is the therapy life-sustaining? Yes; what is the outcome of the event? Ongoing did the patient experience missed doses/interruption in therapy? Yes, unknown length of time, went to hospital getting line replaced. Ref report: mw5176545. Pt code: 4582. Device code: 2964.